Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to evaluate/repair the device; however, the quote had expired, and no further actions were performed by philips. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring that was not working. There was no patient involvement when the reported issue occurred. There was no patient or user harm reported. The customer was sent a service quote for front bezel replacement. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone number (B)(6). Reporter phone number (B)(6).